Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2024. It is not possible to determine the lot number or catalog number photo analysis completed. Of the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side intracapsular rupture. The device has been explanted and replaced with another manufacturer's device.

Event description:
Physician reported right side intracapsular rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 phone number : (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 30jul2024.

Event description:
Physician reported right side intracapsular rupture. The device has been explanted.